Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a correction injection to address bg. The customer reverted to an alternate method of insulin therapy.